Event description:
A report was received stating that the f2/8ta23 broke off intraoperatively during a craniotomy. There was no patient impact. On follow-up, it was noted that the tool broke while the surgeon was turning the flap and it was confirmed that there was no patient impact. The tool was discarded.

Manufacturer narrative:
Report confirmed. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The manufacturing records were reviewed and no deviations were noted. On follow-up, it was confirmed that there was no patient impact. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.